Event description:
On 3/4/85, an ipp device was implanted. On 12/19/85, a connector was revised. On 10/30/86, the reservoir was revised. On 6/20/91, the cylinders were removed from the pt and replaced due to a leak on right side cylinder.